Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation can be performed. The device has not been returned. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).